Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece measuring approximately 0.4546" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. Additional observation(s) related to customer reported complaint: the instrument failed energy recognition. The instrument was connected to an in-house energy generator. The instrument failed the energy recognition test, instrument generated message " tighten assembly". The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error. The probable root cause of the failed energy recognition test was attributed to the broken blade.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument suddenly stopped working. The system could not recognize the instrument. The procedure was completed with no patient harm.